Event description:
It was reported that, "when surgeon went to put the ceramic head on the accolade tmzf stem, it appeared that the taper on the head was loose. It did not seem to be the correct size. We double checked the stickers of implant opened and read the info off the ceramic head to confirm it was the proper component for the accolade stem taper junction. All of this was confirmed but surgeon still felt that the head to did not fit snuggle on taper of stem trunnion and was uncomfortable implants. We opened up another 32mm, +0mm biolox delta v40 head and it appeared to fit better. Head was impacted and it was tested for secure fixation which was confirmed by surgeon."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.